Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. For clarification, the instrument was found to have a broken conductor wire at the wrist assembly. Failure analysis found the primary failure of a broken conductor wire to be related to the customer reported complaint. The instrument failed the electrical continuity test. No signs of thermal damage were observed. No functional test for energy activation could be performed due to the wire breakage. Additional observation not reported was that the instrument was found with insulation damage to the broken conductor wire, exposing bare wire. Material appeared to be scraped off, approximately 0.05" x 0.03" in length. Missing material was not returned. Failure analysis found the additional failure of insulation damage - conductor wire to be related to the customer reported complaint.

Event description:
It was reported during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument cable was loose. The procedure was completed with no report of patient harm, adverse outcome or injury.